Event description:
It was reported that this right ventricular (rv) lead was explanted after 45 days of being implanted due to product performance issue. At this time a new lead has not been implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted after 45 days of being implanted due to product performance issue. At this time a new lead has not been implanted. Additional information from the field indicated this rv lead was implanted in the left ventricle as the physician mistakenly accessed the artery rather than the vein. No additional patient adverse effects were reported.